Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with wrinkles on the flap of the right eye (od) at a 12 day post op exam. A brief description from the surgery center indicated the patient was hit in the right eye with a baby pacifier causing trauma and resulted in wrinkles on the right eye. The wrinkles were removed under a slit lamp with a dry wek. The patient's symptoms were indicated as resolved. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -1.25 x -.25 x 145; left eye pre-op 20/20 -1.25 x -.25 x 145.